Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 60 mg/dl, 59 mg/dl, 60 mg/dl, and 268 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer reported the ventilator would not operate on ac power. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power supply to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. Three readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: device manufacture date for meter (B)(4) is unknown.